Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. Visual inspection identified no anomalies. Supplier testing of the component revealed the presence of a particle, identified to be calcium sulfate, between the housing seal and the diaphragm. The cause of the check valve failure is a calcium sulfate particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium sulfate particle was not identified.

Manufacturer narrative:
Gtin for model 2426-0500, lot 16116279 is (B)(6). Concomitant medical products: 1000ml baxter bag, ndc 0338-0691-04, lot y216960, exp may 18, 20meq potassium chloride; 100ml baxter bag ndc 0338-0553-18, lot p356832, exp nov 17, 0.9% sodium chloride and 3.375 grams per vial piperacillin and tazobactam, ndc 0781-3350-94, lot 6l17tq, exp 08/2019; therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of 1000 ml ns with kcl was started as a primary at 75 ml/hr before 2200 with normal flow observed. A secondary infusion of zosyn 3.375 grams/100 ml at 25 ml/hr was started at 22:25 and noted to be dripping too fast. The head height was appropriate between the 2 bags. It was estimated that the patient received about 25 drops of zosyn. There was no patient harm.